Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the extension was faulty and had high impedances. During a new deep brain stimulation (dbs) case, the extension was connected to the implantable neurostimulator (ins) and high impedances were measured during an impedance check. The extension was disconnected and reconnected, but the high impedances remained. The extension was connected to other ins channel, but impedances were high. The hcp decided to replace the extension. The issue was resolved after the extension was replaced and impedances were within normal range. The patient was doing well on their existing therapy.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the body conductor broken less than 5cm from the proximal end. Conductor #2 was broken 2.7cm from the proximal end.